Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2023, for the treatment of prolapse. During procedure, the device was deployed inside the patient and upon retracting the device, the dart detached from the capio suture in the capio carrier. The procedure was completed with another capio suture and another capio slim device and there were no patient complications as a result of the event.

Manufacturer narrative:
(B)(4).